Event description:
Customer reported there was sparking from exposed wires on her pump in style transformer cord.

Manufacturer narrative:
A replacement power supply was sent to the customer to resolve the issue. In f/u with the customer, she indicated that she witnessed sparking on the cord and exposed wires, which is a safety risk. The customer also indicated, though, that she did not witness any flame or fire and there were no injuries sustained as a result of the issue. The eval indicated that there were exposed wires as well as an intermittent short on the cord, which is a safety risk. This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, at 3.37 which indicates that there is a short in the dc cord. The engineer that performed the eval indicated it was an intermittent short. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 60.12 ohms, which is normal and indicates that the thermal fuse did not blow.